Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the lamp had reached the life time due to long-term use of the subject device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure using the subject device at the user facility, it was found the examination lamp did not ignite and the subject device gave the error e103 which indicated the subject device had broken down. When the user exchanged the examination lamp to new one, the issue resolved, and the procedure was completed with the subject device. There was no report of patient injury associated with this event.